Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient's family noticed he was no longer hearing on the left side with the device. No trauma or accident was reported.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient's family noticed he was no longer hearing on the left side with the device. No trauma or accident was reported. Re-implantation is considered but not yet scheduled.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient's family noticed he was no longer hearing on the left side with the device. No trauma or accident was reported. The recipient was re-implanted.